Event description:
The customer reported that the monitor was displaying a speaker malfunction inop message. The customer stated that the monitor was not producing sound. No adverse pt impact was reported as a result of this failure.

Manufacturer narrative:
(B)(4): in an abundance of caution, we will report this incident as the user would not hear the alarm at the primary monitoring source which may lead to a delay in pt care. A f/u report will be submitted upon completion of the investigation.